Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. The following sections could not be completed with the limited information provided: lot code, manufacture date.

Event description:
It was reported that during a total knee arthroplasty on (B)(6) 2014, the tibial punch handle would not disengage the I-beam punch. The same tibial punch was used to complete the procedure.